Event description:
It was reported through a research article identifying that the xience v and promus stents may be related to major adverse cardiovascular events including myocardial infarction, stent thrombosis, and target vessel/lesion revascularization - including clinically driven repeat percutaneous intervention or bypass grafting in the stent or within 5 mm of the stent. Specific information is documented as unknown. Details are listed in the attached article, titled long-term safety and efficacy of second-generation everolimus-eluting stents compared to other limus-eluting stents and bare metal stents in patients with acute coronary syndrome.

Manufacturer narrative:
(B)(4). The date of occurrence will be estimated as 03/01/2014, the date of publication. The promus device referenced is being filed under a separate medwatch report. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Myocardial infarction and thrombosis are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency. Article: alfazir omar, mbchb; rebecca torguson, mph; hironori kitabata, md, phd; lakshmana k. Pendyala, md; joshua p. Loh, mbbs; marco a. Magalhaes, md; lowell f. Satler, md; william o. Suddath, md; augusto d. Pichard, md and ron waksman, md. (Catheterization and cardiovascular interventions 00:00-00 (2014)): long-term safety and efficacy of second-generation everolimus-eluting stents compared to other limus-eluting stents and bare metal stents in patients with acute coronary syndrome.